Event description:
The reporter indicated that the menu screens for sense refractory and maximum are not working correctly. The sense refractory was ran out of 185 under maximum test with no change in the iegm/annotation screen. The autogain screen was turned off and the refractory period changed. This eliminated the double counting r-wave at 150 msec.

Manufacturer narrative:
This was just an enhancement request for a new product.